Event description:
It is alleged that the light source goes off & on from the light cable and adapter. It was reported that the drapes started to burn when the light cable was set on them. It was reported that the pt was not injured.